Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard drive connections were reseated. The system was tested and found to be working as intended and put back into service.